Manufacturer narrative:
Patient weight not made available from the site. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Software investigation completed. Findings are that an endoscope was in use during the reported inaccuracy. This would cause metal interference. Software is functioning as designed. No further issues have been reported.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
The instructions for use (IFU) that accompanies the device contains the following warning regarding metal interference, "caution: metallic objects in or near the navigation field can degrade navigational accuracy. If metallic distortion causes excessive error, navigation will be disabled. To restore navigation, remove metallic objects from the navigation field."

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess) procedure, the surgeon was accurate in the maxillary, sphenoid, and the anterior part of the frontal sinuses, however, when navigating in the posterior aspect of the frontal sinus, the instrument was alleged to be approximately 3 millimeters inaccurate. In trouble-shooting, the medtronic representative confirmed placement of the probe by viewing the endoscopic video and, just in this localized area, navigation was off. There was no delay and the surgeon proceeded as planned. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.